Event description:
It was reported that stent damage occurred. A 2.75 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device got caught at the proximal edge of the previously placed synergy stent and could not be overlapped. The device was removed and the distal part of the mounted stent got lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.75 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device got caught at the proximal edge of the previously placed synergy stent and could not be overlapped. The device was removed and the distal part of the mounted stent got lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 75% stenosed, non-tortuous and non-calcified.